Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned 3.0 mm hex driver had broken. Functional testing was not performed due to the damaged distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/31/2024, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver was broken with no further information provided. It was unspecified if there was case involvement. Additional information was received on 6/7/2024: the ar-9625 hex driver broke during the case when the surgeon was heavily torquing a screw, and upon insertion of the screw, the tip of the driver broke off while in the patient. All fragments were retrieved, and no case delay or harm to the patient. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2024. The case was completed by using a driver left in the set to implant screws.